Manufacturer narrative:
Patient identifier: (B)(4). Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Atlas ll clinical trial. It was reported that following a coronary artery stenting treatment procedure the patient experienced angina. The index procedure treated a 3.5x32mm, 65% stenosis of the proximal rca. Treatment consisted of predilation and placement of a 3.5x38mm taxus liberte stent resulting in 0% residual stenosis. The patient was discharged one day post procedure on aspirin and clopidogrel. In november 2010, the patient experienced three episodes of chest pain radiating to both the left and right sides lasting a few seconds. The pain was reported to be not pleuritic or positional. The patient presented to the hospital and was admitted for evaluation and treatment. ECG showed normal sinus rhythm, borderline right anterior descending but no acute iscemic changes. Serial troponins were normal. No medication changes were made and the event was reported to be resolved without residual effects. The patient was discharged the next day.